Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 2500 ohms. The impedances were checked and were out of range in all but two pacing configurations; however, the patient experienced muscle stimulation in those two configurations. Technical services (ts) discussed programming options. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)